Event description:
Review of the x-ray shows the clear cause was a shift of the non-union fracture site which put a high amount of stress on the distal end of the nail at full weight bearing. Surgeon replaced the nail. No indication of product defect.